Event description:
Philips received a complaint by the customer on the v60, indicating touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. The v60 was sent to bench repair for a separate initial reported issue. At bench repair, it was then discovered that the touchscreen was unable to select buttons properly. Bench repair attempted to recalibrate the touchscreen in an attempt to resolve the issue but it was unsuccessful. Bench repair then replaced the touchscreen and confirmed the reported issue was resolved. Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.